Event description:
Customer reports lancet sticks out before and after being fired while using the softclix plus lancet device. Customer reports an accidental stick; no medical treatment was received. No adverse event reported. A request was made for return of the suspect product and replacement was sent.